Event description:
Healthcare professional reported that during implant he noticed a crease in one leaflet. When the crease was opened, a hole was present in the leaflet. He tried to repair the hole with suture and then elected to use another valve. The product was returned for analysis.